Event description:
Further it was confirmed that screw broke off prior to removal.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted.: a broken locking screw was returned for investigation. Implant was forwarded to the manufacturing site and was checked for conformance to the specifications. The review of the device history record revealed that this locking screw was manufactured in november 2017 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The dimensional re-inspection, the raw material certificate review and the document/specification review didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. No manufacturing related issues that would have contributed to this complaint were found. The exact cause of failure could not be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part: 413.360, lot: l634172, manufacturing site: grenchen, release to warehouse date: 07 nov 2017, lot l634172 was manufactured from blank 413.360.999 lot 2456401, release to warehouse: 01 sep 2017, supplier: (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: ti tomofix medial high tibia plate (part: 440.834s, lot: l722655, quantity: 1), locking screw self-tapping l70 (part: 413.370, lot: l764332, quantity: 2), locking screw self-tapping l55 (part: 413.355, lot: l767388, quantity: 1), locking screw self-tapping l44 (part: 413.344, lot: l746903, quantity: 1), locking screw self-tapping l26 (part: 413.426, lot: l675251, quantity: 3). This report is for a 5.0mm titanium (ti) locking head screw self-tapping 60mm.

Manufacturer narrative:
This report is for an unknown 5.0 mm locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an hardware removal procedure on (B)(6) 2019, when removing the locking screw, it was found that the head of the 5.0 mm locking screw was broken off. Hardware was removed as there was complete healing of the osteotomy. The broken fragment was difficult to remove, but was successfully removed. There was surgical delay of ten (10) minutes reported. Procedure was completed successfully. Patient outcome was reported as good. Concomitant device reported: titanium tomofix medial high tibia plate (part #: 440.834, lot #: l722655, quantity #: 1), unknown screws (part #: unknown, lot #: unknown, quantity #: unknown). This report is for one (1) unknown 5.0 mm self tapping locking screw 60 mm. This is report 1 of 1 for complaint (B)(4).